Event description:
The company received information that suggested that air leaked from the cuff on the 13th day of patient use. The customer stated that the device was pre-tested prior to patient use. The customer reported that the patient was re-intubated and that there was no patient harm or injury. The customer will return the alleged defective sample for evaluation.